Event description:
It was reported the intraocular lens was explanted (B)(6) after implant due to a refractive surprise. No injury or adverse effects to the patient.

Manufacturer narrative:
The intraocular lens was received and sent to the manufacturing site for analysis. Results are pending. Prior to release the lens met all manufacturing specifications. Our investigation revealed the initial implant of 18.0 diopter was replaced with a 22.0 diopter lens of the same model. This suggests the iol was not the cause of this event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 18.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.